Manufacturer narrative:
A complaint was received of the pump segment separating from the customer. A sample was received and the pump segment is detached from the bottom; the customer complaint was verified. A device history record review for model 2420-0500 lot number 20043248 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 10apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment error. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was broken. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no:2420-0500, batch no: 20043248. It was reported that the line broke off when trying to insert into the pump two times. Verbatim: the first two times the line broke off and fell to the floor when trying to insert it into the pump. The third time the tubing was visibly broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was broken. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no:2420-0500 batch no: 20043248. It was reported that the line broke off when trying to insert into the pump two times. Verbatim: the first two times the line broke off and fell to the floor when trying to insert it into the pump. The third time the tubing was visibly broken.